Event description:
A falsely elevated troponin I result of 4.33 ng/ml was obtained on a pt sample. The result was not reported. The laboratory repeats positive troponin I results. The same sample retested on the same analyzer and a result of 0.02 ng/ml was obtained. Pt treatment was not prescribed or altered and tehere was no report of adverse health consequences to the pt as a result of the falsely elevated troponin I results. Analysis of instrument data indicates a sample integrity issue.